Manufacturer narrative:
H6: ventec evaluated the device but was initially unable to duplicate or confirm any conditions that may have contributed to the patient's reported discomfort. The electronic records were then downloaded for analysis, however, the device's day and time was never set. As a result, ventec was unable to find the electronic data specific to the reported event which would have included the devices settings during the event. Additional testing was then performed on the device where ventec observed that its internal flow transducer (ift) was not performing as expected. Ventec replaced the ift to resolve the observed issue. Proper device operation was confirmed through functional and performance testing. Based on the information available, it's reasonable to conclude that the likely cause of the reported patient discomfort was the ift not performing as expected. Further testing of the removed ift indicated that the root cause of the observed ift performance issues was solenoid valve 5 (sv5) located on the flow board of the ift.

Event description:
It was reported to ventec that when switching from cough therapy to ventilation, the device began to auto-trigger which caused the patient distress. The device settings were adjusted and the patient circuit was changed, but that did not resolve the reported issue. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.